Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.215 vs. An expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number# (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros 5600 integrated system. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of the event is unknown. A pre-analytical sample processing cannot be ruled out as a contributing factor. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.